Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported high blood glucose of 302 mg/dl and concern that insulin was not being delivered. Prior to contacting support, the patient self-administered two insulin doses of 4 units each. With support, the patient rewound the pump, filled the line and cannula, and reconnected successfully. Insulin delivery was observed, and blood glucose began to decrease.